Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve leak issue occurred. The hemostatic valve was leaking after the dilator was removed from the sheath. Nothing appeared broken or separated on the sheath. The physician stated that when he removed the dilator, it started leaking more than he thought it should. He placed an ablation catheter into it and it continued to leak and so he requested a new sheath. The vizigo¿ sheath was exchanged, and the procedure was continued. He stated that it was not normal and that he had not seen that happen with the vizigo¿ previously. The sheath was in the patient at the time. The physician did not mention any extra air seeping in. There was very minimal blood loss as this happened at the initial removal of the dilator. There were no patient complications and no interventions were needed. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000116 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).